Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and encapsulation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anaplastic large cell lymphoma" and "seroma and enlarging swelling".

Event description:
Physician reports ¿patient developed an anaplastic large cell lymphoma;¿ cd30+ and alk- have been confirmed. The patient presented with a seroma and enlarging swelling on the affected side. Alcl stage at diagnosis has been provided as pt2n0. Physician has advised no b symptoms have been observed. Treatment has been stated as surgical management. Device has been explanted; capsulectomy performed. Affected side is left.